Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead recorded one diverted episode and four non-sustained episodes due to noise. The noise was on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. The noise could be reproduced. A boston scientific technical services consultant discussed reprogramming sensitivity and monitoring for new episodes, or performing a lead revision to confirm high voltage leads are not reversed in the device header or to place a new rate/sense lead. There were no patient symptoms reported with this clinical observation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead recorded one diverted episode and four non-sustained episodes due to noise. The noise was on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. The noise could be reproduced. A boston scientific technical services consultant discussed reprogramming sensitivity and monitoring for new episodes, or performing a lead revision to confirm high voltage leads are not reversed in the device header or to place a new rate/sense lead. There were no patient symptoms reported with this clinical observation.

Manufacturer narrative:
As of today, available information suggests this device and lead remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Approximately five years later we received information that this lead had been explanted and replaced with another manufacturer's lead in (B)(6) 2006. It was reported that there was a problem with the device system. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.